Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely damage to the imaging unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented a scope communication error e238. The event was found during inspection before use for a diagnostic unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.